Event description:
It was reported that during a cori-assisted tka, the real intelligence cori didn't boot/started. At the stage of creation of the new case, the window of surgery type did not provide options to choose between tka or uka. Further steps to perform surgery via cori were not available. As the approach to the patient's knee was already done, surgery was performed after a non-significant delay changing to manual procedure. No patient complications were reported.

Manufacturer narrative:
Sections b5, d4, e1, e2, e3 and h6 updated. Internal complaint reference: (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that (B)(4) (your reference: 3010266064-2025-00080) is a duplicate of (B)(4) (your reference: 3010266064-2025-00071). Therefore, we will close this complaint as a duplicate and continue to provide all the details in the latter. We will update our records accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during the set up and inspection for a real intelligence cori assisted surgery, it was noticed that one (1) real intelligence cori did not boot/start. The procedure was completed by changing to manual instrumentation. It is unknown if there was any delay. No injuries were reported as a result.